Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/21/2026. It was reported that an alert/notification settings issue occurred. Data was further reviewed on the alleged incident date, (B)(6) 2025, the estimated glucose values were high (over 400 mg/dl) from 10:44 am until 03:09 pm. Over the next four hours, the egvs dropped down to 102 mg/dl at 06:54 pm. From 07:14 pm to 07:34 pm, the app experienced temporary sensor error, but there was not an alert as this alert was disabled. At 07:39 pm, the egv was 91 mg/dl. The egvs dropped to 78 mg/dl from 07:49 pm to 08:04 pm, then rose to 195 mg/dl at 08:59 pm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, at approximately 8:00 pm, the patient was dining at a restaurant with his friend and fiancée when he began exhibiting concerning symptoms. His face turned pale, his lips became cyanotic, and he experienced difficulty breathing before losing consciousness. His fiancée was able to catch him as he collapsed forward. Prior to the episode, the patient¿s continuous glucose monitor (cgm) displayed a reading of approximately 100 mg/dl. After the onset of symptoms, the fiancée checked the cgm, which showed around 90 mg/dl. Shortly thereafter, the cgm indicated a rapid decline to below 60 mg/dl; however, no alert was received. The patient¿s friend called 911, and a bystander provided regular soda. The patient regained consciousness after approximately 10 minutes and continued consuming soda, a cinnamon roll, and brownies while awaiting paramedics. Upon arrival, paramedics noted the cgm reading remained around 90 mg/dl, while a manual blood glucose (bg) check measured approximately 55 mg/dl. No medication or treatment was administered, as the patient had already ingested carbohydrates. The paramedics monitored the patient for 10¿15 minutes. A subsequent manual bg reading increased to approximately 100 mg/dl, though the cgm value was not recalled. Before paramedics departed, the manual bg was approximately 121 mg/dl, while the cgm continued to read around 90 mg/dl. At the time of reporting, the patient was stable and feeling better. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.